Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive. No further service info is available. No conclusion can be drawn. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the system did not boot up. No pt injury reported.